Event description:
It was reported that this device was exhibiting premature battery depletion. The device was implanted last year, and the device is now showing 5.5 years remaining. This device currently remains implanted and in service. No adverse patient effects were reported. The patient will continue being monitored, and will proceed with normal follow-up visits.

Manufacturer narrative:
This device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device was exhibiting premature battery depletion. The device was implanted last year, and the device is now showing 5.5 years remaining. This device currently remains implanted and in service. No adverse patient effects were reported. The patient will continue being monitored, and will proceed with normal follow-up visits. Additional information: upon review of device data, boston scientific technical services determined normal battery depletion was observed. The power consumption was fluctuating on a daily basis, corresponding to the varying atrial tachycardia/atrial fibrillation burden, which is a patient condition. The patient will continue with regular follow-up visits.